Manufacturer narrative:
Evaluation summary: the stent was returned on the balloon between the marker bands as per specification. The distal tip was damaged. The 14th distal segment had raised and deformed struts. The stent failed od specification. Image review: review of the procedural images confirm the tortuous and calcified nature of the vessel. Numerous balloon inflations are completed in the proximal and distal lad. There are no images capturing the attempted delivery and subsequent retraction of the endeavor resolute device. (B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a lad lesion exhibiting 90% stenosis, moderate calcification and slight vessel tortuosity. The device was removed from its packaging as per IFU and prepped with no issues noted. The lesion was pre-dilated. It was reported that during the procedure the stent was deformed during positioning. Resistance was reported to have been encountered while advancing the device to the lesion but no excessive force was used. The physician used another endeavor resolute device to complete the procedure. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.